Manufacturer narrative:
Reference: voluntary medwatch report # mw5149981.

Event description:
It was reported that the patient presented for the extraction of the right ventricular lead due to infection. No additional adverse patient effects were reported. No additional information was provided.